Event description:
It was reported that during an angioplasty procedure, the tip allegedly detached. It was further reported that, the catheter became very hot and the remaining detached parts were left in patient. The procedure was aborted. There patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s6 crosser cto recanalization catheter was returned for evaluation. The distal end of the core wire along with tip of the catheter were detached. No functional testing was performed due to the condition of the sample. Therefore, the investigation is confirmed for the alleged detachment of device or device component. However, the investigation is inconclusive for the reported overheating of the device as functional testing could not be performed due to the condition of the device. A definitive root cause for the alleged for detachment of device or device component and over heating of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 06/2022 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip allegedly detached. It was further reported that, the catheter became very hot and the remaining detached parts were left in patient. The procedure was aborted. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the tip allegedly detached. It was further reported that , the catheter became very hot. The procedure was aborted. There was no reported patient injury.